Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse made an electrical and mechanical adjustment to correct the reported problem. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an intuitive surgical (is) field service engineer (fse) was contacted by biomedical engineer for troubleshooting to report that they had a non-intuitive motion on universal surgical manipulator (usm3) just once. The procedure was completed with no patient harm, adverse outcome, or injury.